Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Device history records for the tibial component were reviewed and no deviations or anomalies were found that pertain to the stated event. No devices or photos were rec'd; therefore, the condition of the components is unk. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided.